Event description:
Customer reports that he obtained results of 449 mg/dl and 159 mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.